Event description:
It was reported to philips that the fluoroscopy function was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The customer reported that the fluoroscopy was not working. The issue was resolved by the third-party service provider. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue.